Event description:
The user facility risk manager reports, that to his knowledge, the patient is fully recovered.

Manufacturer narrative:
Steris corporation was notified of this event through receipt of the medwatch report filed by the user facility. A steris service technician inspected a cmax 110 surgical table and split leg positioner attachment on 7/15/09. The steris service technician did not find anything wrong with either the table or the leg positioner. The leg holder range of motion stop blocks were intact and prevented motion outside of the allowable limits. The lock splines were intact and able to be properly locked. The steris technician did not find an explanation for the malfunction other than that the locks were not secured per the instructions for use. The facility would not release the leg positioner to steris for further testing. Inspection of the equipment indicated that this incident occurred due to user error and the need for additional training of the facility staff. Steris corporation completed in-service training on august 12, 2009 for the facility education coordinator and staff.

Event description:
See user facility medwatch.